Manufacturer narrative:
The resident allegedly got stuck between the mattress and the assist rail while raising the head section on the bed. No serious injury is alleged. The dealer inspected the bed and was not able to duplicate the alleged incident. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse, abuse or incidental pendant engagement has occurred. Malfunction has not been established. MDR filed on alleged entrapment.

Event description:
The resident allegedly got stuck between the mattress and the assist rail while raising the head section on the bed. No serious injury is alleged.